Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was capped on (B)(6) 2019. A small portion of the lead was received for analysis. Upon receipt, the lead under complaint was found cut approx. 16.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing and inappropriate shocks. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Lead was capped on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient presented at the ER with 25 shocks due to lead noise. Noise accompanied by increased pacing impedance and loss of capture. Lead to be evaluated further and remains implanted.